Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness/capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5102431 that female patient who had unknown mentor gel implants placed experienced several unexplained systemic symptoms post procedure. Rashes, dry eyes, gastrointestinal issues, upper stomach pain, partial loss of vision, and enlarged lymph nodes were noted. Additionally possible unilateral capsular contracture was noted. As a result, explant and replacement with new mentor gel implants was performed on (B)(6) 2014. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This is forth event in a series of five events reported for this patient. See 1645337-2021-10448 for contralateral prosthesis report.